Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the atrial lead exhibited loss of capture and noise. A suspected fracture was noted. The lead was not used. No patient symptoms were reported.